Event description:
The patient reported feeling pain under the heart along with a burning sensation while sitting still. It was further reported that the patient went back to the hospital a few weeks due to unspecified symptoms, but left the hospital with an infection and a pseudo-aneurysm along with a hematomas around the legs and waist. It was noted that the patient had fallen prior to the implantation of the device. Follow up was conducted to determine if the patient symptoms were related to the functionality of the device system, but attempts were unsuccessful. Records indicate that the device system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.